Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2023-00182.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity) and a non-penumbra guide catheter. It should be noted that the patient's anatomy was extremely tortuous. During the procedure, while attempting to advance the red62 and the velocity through the guide catheter to the target vessel, the physician experienced resistance. Therefore, the red62 and the velocity were removed. Upon removal, the physician noticed the red62 and the velocity to be fractured. It was reported that the guide catheter became ovalized due to tortuosity of the patient's vessels. The procedure ended at this point. The patient could not be treated due to extremely tortuous anatomy. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity could not confirm the reported fractures. Evaluation revealed multiple kinks along the distal shaft. If the device is manipulated against resistance, damage such as this may occur. The reported tortuosity of the patient¿s anatomy may have contributed to resistance during the procedure. Further evaluation revealed that a non-penumbra guidewire was returned stuck inside the velocity and was unable to be removed. During evaluation, the velocity with the guidewire inside its lumen were advanced through the returned red62 with resistance due to the damage on the distal shaft. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death. This report is associated with MFR report number: 3005168196-2023-00182 h3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity) and a non-penumbra guide catheter. It should be noted that the patient''s anatomy was extremely tortuous. During the procedure, while attempting to advance the red62 and the velocity through the guide catheter to the target vessel, the physician experienced resistance. Therefore, the red62 and the velocity were removed. Upon removal, the physician noticed the red62 and the velocity to be kinked. It was reported that the guide catheter became ovalized due to tortuosity of the patient''s vessels. The procedure ended at this point. The patient could not be treated due to extremely tortuous anatomy. There was no report of an adverse effect to the patient.